Event description:
It was reported that during an implant attempt, the lead was attempted but not used because the pacing threshold was high. The lead was repositioned several times and the other values were good but the threshold was always high. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.